Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to the primary failure of dislodged grip pin to be related to the customer reported complaint. The instrument was found to have the grip pin dislodged at the distal end. The dislodged grip pin was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the grasping part of prograsp forceps was completely broken off. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified prior to reprocessing. Prior to reprocessing it was observed that the instrument was broken. Initial reporter confirmed the instrument was last used during a gynecology/ hysterectomy - benign on (B)(6) 2023 performed by derek voss on system sk6751. Initial reporter confirmed no fragments fell into patient, and nothing happened to the patient. Initial reporter stated to her knowledge, the patient hasn¿t returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Initial reporter was not sure if the instrument was inspected prior or after the procedure. Initial reporter stated the damage more than like occurred in central processing. Initial reporter confirmed the instrument did collide with any other instrument or tool during the procedure and there was no injury to the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. No patient demographic answers were provided.